Manufacturer narrative:
.

Event description:
It was reported that the stammberger sinu-foam failed to dissolve appropriately two weeks post-operatively. This resulted in protracted post-operative debridements beyond those typically required and atypical reactive polypoid inflammatory responses requiring additional treatments including the use of topical steroid irrigations. No additional patient complications have been reported as a result of this event.